Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7010688 medical device expiration date: 2018-06-30 device manufacture date: 2017-01-10 medical device lot #: 7067989 medical device expiration date: 2018-09-30 device manufacture date: 2017-03-08 medical device lot #: 7025974 medical device expiration date: 2018-07-31 device manufacture date: 2017-01-25 returned to manufacturer on: unknown. Investigation date has been used for this field. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(4) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter.